Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Going through femoral head fracture surgery using self centering bipolar implants and c-stem technology products, surgeon on call had to fill an or accident report after realizing no sterile 52mm bipolar head (1035-52000) was available on the shelve and thus she has no other option to use a 51mm head. (1035-53000). No more information is available at this time. Was surgery delayed due to the reported event? - yes. If yes, number of minutes: 5. Action taken when event occurred? (B)(6), I have requested for increase of actual consignment. Was procedure successfully completed? Yes. Were fragments generated? Unknown. If yes, were they removed easily without additional intervention? Unknown. Patient status/ outcome / consequences? No. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study? Unknown. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.